Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3487a-33, lot# v001765, implanted: (B)(6) 2006, product type: lead. Product ID: 3487a-33, lot# j0555446v, implanted: (B)(6) 2006, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient experienced adverse effects due to the turning on of a smart board. It was noted this had happened three times previously. It was reported the patient felt like it was a magnet pulling them toward the smart board. It was noted the patient could not move against the pulling. It was reported the event ended when either the implant turned off by itself or the smart board was turned off. It was noted no error codes were seen on the patient programmer. It was reported there was an increase in stimulation and tingling. It was noted the patient had to shut their device off and their rfd pain ¿went crazy,¿ they gained forty pounds, and had swelling and bruising. It was reported the recharge interval was affected as well. It was noted the right implant was only holding five and a half days per charge and the left implant was only holding three and a half days per charge. It was reported the patient also had pain by the implant. It was noted all of the electrode impedances were normal. It was reported the recharge interval changed to six days due to reprogramming. It was reported the patient was doing well. Refer to manufacturer report #3004209178-2013-21578 for concomitant ins.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received stated that the patient¿s last implantable neurostimulator (ins) was affected several times by the security system at her work. Eventually the security system shut down her ins completely and the ins had to be replaced. She was attempting to gather data now on whether the new security system will affect her ins or not. It was noted the patient had two ins¿s. The primary cell was noted to have been replaced due to normal battery depletion but the rechargeable was noted to have been replaced early. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4), conference call (rep, con): the patient reported having two ins devices replaced in the summer of 2014 due to shocking from a smart board. Patient stated the stimulation was really strong. Patient stated this happened with two smart boards and had at least 4 surgeries due to smartboards. There were no patient symptoms or outcome provided. The indication for therapy was radicular pain syndrome(radiculopathies), other pain indications -other, and spinal pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).